Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for lots 25134277, 25134370 and 25134500 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood were observed on the harvesting handle and toggle switch. Slight evidence of blood was observed on the jaws. The heater wire was flexed away at the middle of the hot jaws and detached at the tip. It remained attached at the base of the jaw. No other visual defects were observed. Based on the return condition of the device and the evaluation results, the reported complaint is confirmed for the reported failure mode "bent wire". Specific actions for the reported failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was defective. Cable (heating wire) was loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was defective. Cable was loos, failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.